Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. The gore® viabahn® endoprosthesis instructions for use state in the warnings section: do not cannulate or puncture the gore® viabahn® endoprosthesis. Cannulating or puncturing the endoprosthesis may result in damage to the eptfe lining and / or the external nitinol support, resulting in compromised performance or failure of the endoprosthesis.

Event description:
Gore received a call from the physician who reported the following: a patient was treated for a pseudoaneurysm in the common femoral artery in 2011. In 2014, the patient underwent an additional intervention and the physician accessed the common femoral artery by cannulating through the side of the gore® viabahn® endoprosthesis. When the physician attempted to remove the introducer sheath from the gore® viabahn® endoprosthesis, the sheath got stuck on a strut of the gore® viabahn® endoprosthesis and a surgical cutdown was required to remove the sheath.